Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia after a supply change and later received an insulin fill tubing alert on the ilet, with coaching provided to complete the fill tubing process and resume insulin; blood glucose rose to 241 mg/dl and remained above range for approximately 3.5 hours, with no back-up therapy or medical intervention used. Investigation included troubleshooting and user education regarding incomplete fill tubing and resumption of insulin delivery. Investigation of this case revealed an incomplete fill tubing step that was addressed through guidance. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded that the event involved hyperglycemia with cause unclear and that corrective education resolved the delivery process. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.